Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1160 serial:# (B)(4) description: spectra wavewriter ipg the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing stabbing pain in the ribs. The physician believed that it was just the physical lead inside the back that was causing the pain. The patient underwent an explant procedure. No device malfunction was suspected.